Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic oophorectomy and salpingectomy, the jaws became unable to separate from the tissue. The device was removed from the tissue by force, but no tissue damage was caused and additional tissue resection was not required. A new device was used and the procedure was completed. There was no problem to the patient.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. No tissue was noted between the jaws. The reported condition was not confirmed. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.